Event description:
Passed out at a restaurant. Had to go to ER. Ever since then, symptoms getting worse. Bad gastrointestinal pain, pressure, bloating. Horrible, unbearable anxiety, acid reflux, burning in chest, severe neck and back pain, constipation, and diarrhea, night sweats, dizziness. Had gall bladder ultrasound, no stones, just small 4mm polyp. Been to ER twice since (B)(6) 2019 with upper abdominal pain and pressure under ribs and anxiety. Blurry vision, cognitive dysfunction. Brain fog, chronic fatigue. Vasovagal response. FDA safety report ID# (B)(4).